Manufacturer narrative:
As received, the returned lead was inspected under the microscope revealed kink and broken wires were found on channel 1 through channel 8. Functional test failed for open. The broken wires were consistent with an overstress condition while in vivo.

Manufacturer narrative:
Ineffective stimulation was reported to abbott. The replacement lead and the issue were resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation. On (B)(6) 2019, the patient had their lead explanted and replaced due to high impedances. Effective therapy established post op.